Event description:
Event description guidant received information that this patient had presented in the ER with three shocks. The physician elected to remove and replace the patient's system. The patient's system was removed - a fracture was found close to the terminal end of the endotak dsp lead.